Event description:
Physician reported hospitalization due to car accident caused by hypoglycemic event. The physician wanted to make sure the insulin pump is working correctly. No blood glucose information provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.